Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s screen went blank followed by with medtronic symbol popping back up. It was also reported that the insulin pump had pump error main arm cannot communicate with the motor arm and hal software error detected. Customer was able to clear the alarm and able to complete pump rewind. Customer was advised to perform self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.